Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d.4. Medical device lot #: 3039470. D.4. Medical device expiration date: 31-jan-2027. H.4. Device manufacture date: 08-feb-2023. D.4. Medical device lot #: 3056549. D.4. Medical device expiration date: 31-jan-2027. H.4. Device manufacture date: 25-feb-2023. H.6. Investigation summary: the customer issued a complaint for foreign material in device detected during sample control at customer. Photos and video were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. This complaint is registered in bd complaint system and trend analysis will be performed. Based on the received photos and video, it is not clear whether these red particles are inside the ultrasafe device or not. Material analysis and sample are not available to further analyze the root cause. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that the ultrasafe x100lg2xl png blue tint experienced foreign matter, coring. The following information was provided by the initial reporter: during the sample control of mircera 30mcg/0.3ml batch b3825h02 a red particle on the needle guard was detected (see attached pictures), one of two samples is affected. Red particles are also visible in the blister.